Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient initially reported that on (B)(6) 2023 the meter displayed an error after strip insertion but was able to resolve the error by turning the meter off and back on. The patient reinserted the test strip and then was able to reach the countdown and test. On (B)(6) 2023 at 10:13 a.m. The patient had a laboratory result of 1.7 inr while at 10:15 a.m. The meter result was 2.4 inr. Based on the laboratory result, the patient's warfarin dose was not changed. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is weekly.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.